Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery depleted quickly. A review of pump usage, and customer's settings by tandem technical support confirmed that the battery was depleting as expected; however customer maintained that the pump was not functioning properly. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin delivery.